Event description:
A us distributor returned a monitor and reported the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.